Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 cutter malfunctioned. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/26/2010. A supplemental report will be submitted when the investigation is completed. (B)(4)